Event description:
During prep it was noted that the wire in the balloon was bent. The balloon was removed and replace with no harm to the patient. Manufacturer response for balloon, balloon (per site reporter), mfg [manufacturer] notified by site.